Event description:
Caller states the pt tested 7.2 inr on the coaguchek s system and 4.5 inr on a comparison lab. Coumadin was held the day of the comparison. No adverse event reported. Requested return of suspect system, and replacement was sent.